Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the right atrial lead. Elevated capture was noted after the patient underwent valve repair surgery. The lead was capped and replaced on (B)(6) 2021. Patient was stable.